Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient experienced a skin reaction with a rash extending beyond the patch perimeter. There was no information provided about any treatment received for the skin reaction. This is being reported as a serious injury due to a systemic skin reaction extending a significant distance past the sensor patch. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).